Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. During support, the patient was noted to be septic, and thrombocytopenia was diagnosed due to low platelets. It was noted the next day that the heparin induced thrombocytopenia was not confirmed through testing. It was reported that 3 days later the patient was in multiple organ failure and expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation of infection/sepsis and thrombocytopenia has been completed. The log was reviewed and no high purge pressure alarms were found. The returned pump was visually inspected and no biomaterial or catheter kinks were observed. The returned pump cassette was connected to the pump and high purge pressure was not reproduced. The purge operated to specification. The root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. The cause of the thrombocytopenia was not determined due to insufficient clinical details. D9 device returned to manufacturer date was inadvertently omitted on the initial manufacturer device report number 1220648-2024-24469.